Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu are silvercolored metallic malleable coiled wires'), device expulsion ('embedded within the bilateral cornu are silvercolored metallic malleable coiled wires'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included bacterial vaginosis, dysmenorrhea, irregular menstruation, d & c, urinary frequency, acute bronchitis, enteritis, uterine fibroid, acute pharyngitis, chronic cervicitis and amenorrhea. Concurrent conditions included anxiety. Concomitant products included alprazolam (xanax) from 2005 to 2010 and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation, da vinci assisted total laparoscopic hysterectomy,right salpingo-oopherectomy, left salpingectomy and undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, embedded device, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date( B)(6) 2010 and (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu are silvercolored metallic malleable coiled wires'), device expulsion ('embedded within the bilateral cornu are "silver colored" metallic malleable coiled wires'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included bacterial vaginosis, dysmenorrhea, irregular menstruation, d & c, urinary frequency, acute bronchitis, enteritis, uterine fibroid, acute pharyngitis, chronic cervicitis and amenorrhea. Concurrent conditions included anxiety. Concomitant products included alprazolam (xanax) from 2005 to 2010 and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation, da vinci assisted total laparoscopic hysterectomy,right salpingo-"oophorectomy", left salpingectomy and undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, embedded device, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date? (B)(6) 2010 and (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs- she did not undergo essure confirmation test. Reporter information, medical history, concomitant drug, events onset date were added. On (B)(6) 2020: pfs: no new information. Date of insertion was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu are silvercolored metallic malleable coiled wires'), device expulsion ('embedded within the bilateral cornu are silvercolored metallic malleable coiled wires'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, dysmenorrhea, irregular menstruation, d & c, urinary frequency, acute bronchitis, enteritis, uterine fibroid, acute pharyngitis, chronic cervicitis and amenorrhea. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation, da vinci assisted total laparoscopic hysterectomy,right salpingo-oopherectomy, left salpingectomy and undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, embedded device, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: negative. "Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device, device expulsion" most recent follow-up information incorporated above includes: on 20-may-2019: mr received-event "embedded within the bilateral cornu are silvercolored metallic malleable coiled wires", reporter, medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu are silver colored metallic malleable coiled wires'), device expulsion ('embedded within the bilateral cornu are silver colored metallic malleable coiled wires'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included bacterial vaginosis, dysmenorrhea, irregular menstruation, d & c, urinary frequency, acute bronchitis, enteritis, uterine fibroid, acute pharyngitis, chronic cervicitis and amenorrhea. Concurrent conditions included anxiety. Concomitant products included alprazolam (xanax) from 2005 to 2010 and ibuprofen. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation, da vinci assisted total laparoscopic hysterectomy,right salpingo-oopherectomy, left salpingectomy and undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, embedded device, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010 and (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: negative. "Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device, device expulsion" most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet was received. Event added from pfs- she did not undergo essure confirmation test. Reporter information, medical history, concomitant drug, events onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.